Event description:
It was reported that the day after an atrial fibrillation ablation procedure, the patient developed fever (37.8 c), chest distress, and dizziness. Physical cooling with ice packs was performed and ceftriaxone was administered 2g IV once daily until (B)(6) 2026. The patient's fever returned to normal on (B)(6) 2026. Endoscopic ultrasound diagnosed mucosal hyperemia in the mid-esophagus, indicating mild superficial mucosal irritation believed to be related to ablation. Sucralfate suspension was administered three times daily. After discharge, follow up was focused on crp levels and treatment with cefuroxime tablets 500mg orally twice daily. There were no performance issues with any abbott device. Repeat endoscopic ultrasound showed no significant change compared to previous findings and crp was normal on recheck at 7-day postoperative follow-up visit. The patient has a mild cough without sputum, cefuroxime was discontinued. Patient is stable.